Event description:
It was reported that the customer had a low blood glucose level. The customer's blood glucose level was 26 mg/dl. Customer declined the troubleshooting, but stated she did not think it was insulin pump related. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.